Event description:
It was reported the programmer screen was broken. The rf head was returned with the programmer and subsequently tested out of specification during the manufacturer's analysis. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) analysis confirmed the reported event. The display overlay was broken. The system fan was noisy. (B)(4) the rf head cable tested out electrical specification. The cable was found electrically out of specification.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The display overlay was broken. The system fan was noisy. (B)(4) the rf head cable tested out electrical specification. The cable was found electrically out of specification.